Event description:
It was reported that during the procedure, involving this right ventricular (rv) lead, the impedance measured approximately 2500 ohms and stayed elevated even after two attempts to reposition the lead. The physician, suspecting surface damage to the lead, decided to replace it with a new one of the identical model. The procedure concluded successfully without any impact on the patient. The replaced lead is anticipated to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, involving this right ventricular (rv) lead, the impedance measured approximately 2500 ohms and stayed elevated even after two attempts to reposition the lead. The physician, suspecting surface damage to the lead, decided to replace it with a new one of the identical model. The procedure concluded successfully without any impact on the patient. The replaced lead is anticipated to be returned.